Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette alarms during dwell 2 of 3 of treatment. The patient was connected during the incident. The patient reported fluid was discovered during dwell 2 of 3 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. No fluid leaked on the cycler surface. The patient said about one cup of solution was noted on the carpet underneath the cycler. The patient was advised to use the cycler for next day's treatment and call if they encounter any issues and to notify the peritoneal dialysis registered nurse (pdrn) of the fluid leak. The patient rebooted the cycler and cancelled the treatment. The patient performed a stat drain with an expected drain volume of about 2500ml. Upon follow-up, the patient stated about one cup of fluid was found on the carpet underneath the front of the cycler after the cycler prompted with the m31 air detected in cassette warnings during dwell 2 of 3 of treatment and as treatment was cancelled. The patient stated the solution bags, heater tray, connection ports, and cycler cassette area were all examined and dry with no indication of a fluid leak. Per patient both the delivery box and the solution bag had no physical damage noted when the solution bag was removed from the box and overwrap and used. The patient had confirmed that there was no presence of moisture or wetness on the outside or inside of delivery boxes. The patient mentioned there were two small indentations noted on the drain line but did not believe they were holes that allowed for a fluid leak or for air to enter into the cycler system and cause the cycler alarms to occur. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed they performed a stat drain and ended treatment on the night of the reported event and was able to resume and complete peritoneal dialysis treatment using the cycler last night. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette and solution bag were discarded and were no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette alarms during dwell 2 of 3 of treatment. The patient was connected during the incident. The patient reported fluid was discovered during dwell 2 of 3 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. No fluid leaked on the cycler surface. The patient said about one cup of solution was noted on the carpet underneath the cycler. The patient was advised to use the cycler for next day's treatment and call if they encounter any issues and to notify the peritoneal dialysis registered nurse (pdrn) of the fluid leak. The patient rebooted the cycler and cancelled the treatment. The patient performed a stat drain with an expected drain volume of about 2500ml. Upon follow-up, the patient stated about one cup of fluid was found on the carpet underneath the front of the cycler after the cycler prompted with the m31 air detected in cassette warnings during dwell 2 of 3 of treatment and as treatment was cancelled. The patient stated the solution bags, heater tray, connection ports, and cycler cassette area were all examined and dry with no indication of a fluid leak. Per patient both the delivery box and the solution bag had no physical damage noted when the solution bag was removed from the box and overwrap and used. The patient had confirmed that there was no presence of moisture or wetness on the outside or inside of delivery boxes. The patient mentioned there were two small indentations noted on the drain line but did not believe they were holes that allowed for a fluid leak or for air to enter into the cycler system and cause the cycler alarms to occur. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed they performed a stat drain and ended treatment on the night of the reported event and was able to resume and complete peritoneal dialysis treatment using the cycler last night. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette and solution bag were discarded and were no longer available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette alarms during dwell 2 of 3 of treatment. The patient was connected during the incident. The patient reported fluid was discovered during dwell 2 of 3 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. No fluid leaked on the cycler surface. The patient said about one cup of solution was noted on the carpet underneath the cycler. The patient was advised to use the cycler for next day's treatment and call if they encounter any issues and to notify the peritoneal dialysis registered nurse (pdrn) of the fluid leak. The patient rebooted the cycler and cancelled the treatment. The patient performed a stat drain with an expected drain volume of about 2500ml. Upon follow-up, the patient stated about one cup of fluid was found on the carpet underneath the front of the cycler after the cycler prompted with the m31 air detected in cassette warnings during dwell 2 of 3 of treatment and as treatment was cancelled. The patient stated the solution bags, heater tray, connection ports, and cycler cassette area were all examined and dry with no indication of a fluid leak. Per patient both the delivery box and the solution bag had no physical damage noted when the solution bag was removed from the box and overwrap and used. The patient had confirmed that there was no presence of moisture or wetness on the outside or inside of delivery boxes. The patient mentioned there were two small indentations noted on the drain line but did not believe they were holes that allowed for a fluid leak or for air to enter into the cycler system and cause the cycler alarms to occur. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed they performed a stat drain and ended treatment on the night of the reported event and was able to resume and complete peritoneal dialysis treatment using the cycler last night. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette and solution bag were discarded and were no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.